Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a rio device does not open when the stop cock is turned. The device will not allow fluid to go into the vial to begin the reconstitution process. When the valve is opened and closed, the rotation inside the blue widget is visible. The device does not appear to be damaged. There was no patient harm reported.